Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was reported that the bifurcate was implanted approximately 3 mm below the lowest renal artery. Following implantation, an angiogram revealed a proximal type 1a endoleak. An additional dilation of the proximal aortic neck was performed with a reliant balloon; however, the endoleak still remained. An aortic cuff was placed to resolve the endoleak. Following the implantation of the cuff, a retrograde injection was performed through the sheath and a distal type 1b endoleak was confirmed from the right contralateral limb. The ostium of the right hypogastric artery was already heavily stenotic; therefore, it was decided to extend into the right external iliac artery. The extension implanted resolved the type 1b endoleak. The physician felt that the type 1b endoleak was most likely due to the fact that the right common iliac artery was only 2.2cm in length and for some reason probably needed to be a little longer to achieve seal. As far as the type 1a endoleak, the proximal neck length was over 3 cm, so the physician felt that the neck angle possibly was contributing to the type 1a endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).